Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer has been experiencing high blood glucose levels. Actual blood glucose level was not reported. The customer also reported that she had kinks in her quick-sets and this caused her high blood glucose levels. When the customer gets upset or has an infection she experiences high blood glucose levels. The customer declined troubleshooting. The product is not being returned. Nothing further to report.